Event description:
Received a complaint from an attorney alleging the end user was given a loaner scooter from his provider. The end user was driving the powerchair to get his mail when he alleges the powerchair stopped and he was thrown from the chair. The end user sustained a fractured hip.

Manufacturer narrative:
Due to pending litigation, a device eval cannot be completed at this time. Cannot draw any conclusions at this time. A f/u report will be submitted if the device is made available to pride for eval.